Manufacturer narrative:
The investigation determined that higher than expected valproic acid (valp) results were obtained from non-vitros biorad quality control fluids processed using vitros chemistry products valp reagent lot 2511-32-1564 on a vitros 5600 integrated system. The assignable cause of the event is an instrument related issue. Following service actions on the vitros 5600 system performed by an ortho field engineer which included defrosting the reagent cooler and unclogging a drain line, higher than expected vitros valp results were obtained from the biorad quality control fluids. The vitros valp instructions for use states that the vitros valp assay may need to be calibrated: -if quality control results are consistently outside acceptable range. -after certain service procedures have been performed. Following a recalibration event, quality control results for vitros valp returned to expectations.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected valproic acid (valp) results were obtained from non-vitros biorad quality control fluids processed using vitros chemistry products valp reagent lot 2511-32-1564 on a vitros 5600 integrated system. Biorad lot 85340 level 1 results of 53.3, 66.18, 64.0, 55.78 and 60.1 ug/ml vs an expected result of 38.19 ug/ml biorad lot 85340 level 2 results of 113.1, 128.2, 117.9, 116.1 and 113.1 ug/ml vs an expected result of 81.34 ug/ml biorad lot 85340 level 3 results of >150.0, >150.0, >150.0 and >150.0 ug/ml vs an expected result of 112.51 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected results were from quality control fluids and were not reported outside of the laboratory. The customer confirmed that patient samples were not processed during the timeframe of the event. There were no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4) .